Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a fortrex pta balloon to pre-dilate a non calcified, moderately tortuous lesion in the mid left brachial/axillary avf. There was no damage noted to the packaging and no issues noted when removing the device from the tray. A non-medtronic sheath was used with a 0.035 guidewire without embolic protection and with saline/heparin as inflation fluid. The device was prepped however contrast was observed leaking from the base of the hub. This device was not used in the patient. Another fortrex pta balloon was used to successfully pre-dilate the lesion. A protégé gps was deployed at the lesion site. On follow up, approximately 1month later, it was observed, under angiogram, that the stent had deformed. A non-medtronic covered stent was used to deal with the deformed stent. There was no patient injury reported.

Manufacturer narrative:
Additional information: a non-medtronic stent was used to reline with the deformed stent. The physician reported that difficulty was encountered deploying stents when there is a significant caliber in size on either side of the lesion. The patient is reported to be well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two photographs from one-month post follow-up cine images were received. Three deployed stents can be identified in the cines. In the first photograph of a cine image due to the quality and clarity of the image it is not possible to see the individual cell struts of the stent. In the second image individual cell struts rows can be seen in the mid left brachial/axillary arteriovenous fistulas (avf). The left most stent in the cine image appears to have stent cell elongation, possible stent cell fracturing, and the left end of the stent appears to have expanded to a larger diameter than the other two stents in the cine image. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). It was reported that there was a leak at the hub, through the port, of the fortrex balloon.-###-from (B)(4). It was reported that a protege stent became deformed and caused a patient's graft to thrombose, 1 month post graft implant.